Manufacturer narrative:
(B)(4). Eval: results: eval of the returned product found the cufflators pressure readings before repairs could not be obtained. The perflex face plate, rubber inflation bulb, plastic housing unit and the rubber protective ring were replaced. The cufflators pressure readings were rechecked and are within spec. (B)(4).

Event description:
The customer reported the cufflator will not hold pressure. There was no pt incident or injury reported.